Manufacturer narrative:
The investigation determined that non-reproducible, lower than expected vitros amon quality control results were obtained on a vitros 5600 integrated system. The assignable cause of this event was instrument related, most likely due to incubator contamination. The assignable cause of the incubator contamination was not determined. Following incubator decontamination activities, acceptable vitros amon performance was observed.

Event description:
The customer complained that non-reproducible, lower than expected vitros amon quality control results were obtained on a vitros 5600 integrated system. Lpv l2 vitros amon results: 137.5, 127.8 and 137.7 umol/l versus expected176.9 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated that no vitros amon patient samples were in question over the time frame of the event. However, the investigation cannot conclude that patient sample results would or could not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. (B)(4).